Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation of heartmate 3 lvas, serial number (B)(6) includes the investigation of the returned outflow graft and outflow graft bend relief (lot number 7073769), which is reported under MFR # 2916596-2020-00265. Evaluation of the returned outflow graft and outflow graft bend relief revealed no device-related issues. A direct correlation between the reported events and returned outflow graft and outflow graft bend relief could not be conclusively established through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: MFR # 2916596-2020-00265 reports the heartmate 3 pump related to this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced zero flow readings from their left ventricular assist device(lvad) over a period of days following implant on (B)(6) 2020. Patient returned to the operating room on (B)(6) 2020 where they received a pump exchange. No further information was provided.